Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The root cause was the dso sensor. The dso sensor will be recalibrated to fix the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that shut down pressure is too high. There was no reported patient involvement.